Event description:
I inject testosterone cypionate weekly and use a "bd plastipak 3ml syringe, 23ga x 1" tw" syringe to inject myself. I take the 23ga needle off of the syringe, replace it with an 18ga needle to draw the testosterone. After I draw, I switch the syringe back to the 23ga needle for injection. When I went to inject myself, the 23ga needle took excessive force to pierce the skin on my leg. The needle pushed the skin inwards approximately 3/4" before it pierced the skin. As the needle went into my muscle, I felt a "crunching" feeling through the syringe. The insertion of the needle was much more painful than normal. Afterwards, the injection point had more pain and bleeding than normal.